Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth breakage which the customer stated resulted in extraction of the tooth.

Event description:
The customer reported that tooth #31 broke while wearing the aligners. Medical intervention was required and the tooth was extracted. Aligner treatment was completed. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).